Event description:
Rptr had these implants implanted on 8/30/84, as replacements for another co's implants which were implanted on 6/7/77. She has constant pain in both breasts and arthritis. (Same pt referred to in 1001907.)